Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15661- device 1 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 24-30 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.